Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-05446. It was reported that the atrial lead exhibited inappropriate auto mode switch episodes due to noise. The during the device upgrade procedure, the atrial lead exhibited insulation abrasion. The lead was capped and replaced on (B)(6) 2019. Right ventricular lead exhibited insulation damage. The lead was repaired to cover the insulation cut. The lead was tested and the results were stable. The procedure was completed without any complications. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of insulation anomaly was confirmed. A partial lead consisting of section of optim sheath measuring 2.1 cm was returned. External abrasion was noted on the optim sheath caused by friction to the device can.